Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient experienced an infection. The system was explanted. Patient condition could not be obtained.

Manufacturer narrative:
Analysis was normal. No anomalies were found.